Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no previous service events that would cause or contribute to the reported problem of high drain alarm. The reported problem could not be verified and the cause was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was no patient injury or medical intervention associated with this event. No additional information is available.